Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump alarmed compromised force sensor system . The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and off no power test. However, the device alarmed prime during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform the unexpected restart error test, prime test, excessive no delivery test, occlusion test or test for motor error alarm due to prime alarm. The insulin pump was received with normal operating current. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, serial number label and cracked reservoir tube lip.